Event description:
(B)(4). Hair loss, teeth cracking,chipping roots dying, severe joint pain walking in the morning was the worst. Brain fog, memory loss, weight gain (B)(6) lbs, insomnia, depression and exhaustion.